Event description:
It was reported that the insulation on the distal part of the lead just above the extension connection was "fraying" and "peeling". Impedances were greater than 10,000 ohms on four of the eight electrodes. A lead replacement was planned.